Manufacturer narrative:
Based on new information omitted code f12 and added code f01.

Event description:
Additional information. The following information was provided: heparin was stopped.

Manufacturer narrative:
D6b updated. Corrected data. D4 catalog number updated. The investigation is still ongoing.

Event description:
A 62-year-old female received support from an impella cp. On day 4 of support, the patient was bridged to impella 5.5 inserted via right axillary/subclavian artery for pre-operative placement. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage c. On day 2 of 5.5 support, while in the intensive care unit, heparin-induced thrombocytopenia (hit) was suspected but not confirmed. The patient's urine output was good and platelets were 57. The patient continued with 5.5 support. The reported thrombocytopenia may occur in the setting of impella 5.5 support and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, hemodynamic instability, anticoagulation and device position.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.